Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain; swelling; inflammation; difficulty standing, sitting, and walking; and moving up and down stairs. The modular head and taper adapter were removed and replaced. Additional information received in patient medical records indicate that left hip revision procedure performed on (B)(6) 2014 was due to pain, metallosis, swelling and evidence of fluid collection. The patient¿s operative report noted greenish gray fluid. The acetabular cup was removed and replaced. Additional information received in patient medical records noted that on (B)(6) 2013 patient¿s blood was tested. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, 1. Material sensitivity reactions. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-02422 and 05656).